Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 8840, serial# unkown, product type: programmer, physician. (B)(4).

Event description:
The manufacturer representative reported that there was a power on reset on an implantable neurostimulator. No patient was involved with this event, no patient symptoms reported. If additional information is received a follow-up report will be sent.